Event description:
It was reported that while drilling the screw, the shaft of the flexible drill driver bent, and the rubber coating perforated. Upon further investigation, it was discovered that the shaft was broken in a couple of places. There were no consequences or impact to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Visual examination of the returned product identified the shaft to be bent. Part of the silicone sleeve has been torn exposing the wire shaft. At least 2 of the wires of the outer shaft are fractured, but the driver remains intact. Heavy scuffing was found at the connection end. Lighter was scuffing was observed near the head. DHR was reviewed and no discrepancies related to the reported event were found. Root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.